Event description:
There was an allegation of a questionable creatinine jaffe gen.2 result from the cobas c 503 analytical unit for one patient. The initial result was 7.66 mg/dl, and the repeat result was 1.09 mg/dl.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). Qc and calibration were within range. In the alarm trace provided, there are sample pipetting alarms. The investigation is ongoing.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. During the investigation, some fibrin fibers and gel were observed in the serum, which can be consistent with causing a blockage in the tubing or probes of the analyzer. The information provided shows that the sample draw volume was 2 ml, conflicting with the target of 5 ml. This discrepancy in volume can negatively impact the sample quality. A hardware check was completed and passed. The cell and lamp duration and incubation reagent disk temperatures were all verified and found to be acceptable. The water supply pump pressure was observed to be higher than expected, which could be consistent with causing overflow and contaminating the reaction cell. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.